Manufacturer narrative:
Initial.

Event description:
It was reported that the user disconnected from the ilet for a shower, then began eating and remained disconnected, resulting in elevated blood glucose with a reported value of 236 mg/dl. The user later reconnected and announced a late meal, and no device alerts or alarms were reported. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and characterized the event as a use-of-device problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user actions.